Event description:
Clinical study researcher at site, reported that during the triathlon outcome study 5-year follow-up assessment it was identified that a participant had been investigated for an infection and was admitted to hospital for an aspiration of their knee replacement.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon product. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): remains implanted.

Manufacturer narrative:
An event regarding infection involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
Clinical study researcher at site, reported that during the (B)(4) study 5-year follow-up assessment it was identified that a participant had been investigated for an infection and was admitted to hospital for an aspiration of their knee replacement